Event description:
Per the clinic, ossification was observed during the initial implantation surgery. Post-operative CT imaging on (B)(6) 2025, revealed that the electrode array had been inadvertently placed in the semicircular canal rather than in the cochlea. Subsequently, the patient underwent a revision surgery under general anesthesia on (B)(6), 2025, to reposition the device. The implanted device remains.